Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective wiring harness. The system was installed in 2007 and has been in clinical use since then. The investigation revealed that a wiring harness was defective. The replacement rate of cable harnesses in the last 10 years is below the acceptance rate and no systematic issue could be identified. The affected cable harness was replaced at the affected system and returned to clinical use. The manufacturer is not considering further actions resulting from this event at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the siremobil compact system. During an interventional procedure, the user reported that white images appear after radiation with no error message. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.